Event description:
Customer reported that he had high blood glucose of 295 mg/dl. Customer stated that his insulin pump was not working correctly because she had high blood glucose for over two weeks. Customer stated that after changing her infusion set the blood glucose went down to 30 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.